Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and small intestine adenocarcinoma ('tumor / teratoma / cancer type: ileum adenocarcinoma') in a 50-year-old female patient who had essure (batch no. A26168-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr had a hard time implanting the second one and had to open a new kit because he lost the first one". The patient's medical history included blood loss anemia. Gyn us. Indication: menorrhagia. Comments: there are two anterior fibroids that may have submucous component: 4.01 x 3.61 cm and 2.75 x 2.53 cm. Normal ovaries. Left ovary has a corpus luteum - 1.91 x 1.92 cm. Small amount of free fluid in the cui de sac. Concurrent conditions included ovarian cyst, local swelling, colonoscopy, mammogram, micturition urgency and submucous leiomyoma of uterus. Concomitant products included iron from 2015 to 2018 and levothyroxine sodium (levoxyl) since 2003 to july 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/loss (specify which one) : weight gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) ¿ uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2016, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2019, the patient was found to have small intestine adenocarcinoma (seriousness criterion medically significant), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), fatigue ("fatigue"), abdominal pain upper ("stomach pain "), headache ("headaches"), cardiac disorder ("heart disorder") and blood disorder ("blood disorder") and was found to have neoplasm ("tumors"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), oophorectomy (bilateral)/ repeat/multiple surgeries). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, small intestine adenocarcinoma, urinary tract infection, dysmenorrhoea, fatigue, alopecia, migraine, weight increased, headache and neoplasm had resolved and the uterine pain, menorrhagia, pruritus allergic, depression, bladder disorder, urinary tract disorder, anaemia, abdominal pain upper, cardiac disorder and blood disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anaemia, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, neoplasm, pruritus allergic, small intestine adenocarcinoma, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013. Current weight 188 lbs. Discrepancy: date of insertion previously reported as (B)(6) 2013 now it is reported (B)(6) 2013. Plaintiff performed repeat/multiple surgeries. Plaintiff received treatment dysmenorrhea, menorrhagia, blood or heart disorder, allergy, bladder prob, urinary prob, uti, fatigue, hair loss, migraine, headaches, tumors, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.8 kgs. Hysterosalpingogram - on (B)(6) 2013: result- total bilateral occlusion fallopian tubes were blocked all good that it was in place and that my fallopian tubes had scarred completely allowing nothing to pass through. Pathology test - on (B)(6) 2018: uterus/ cervix/ bilateral fallopian tubes. -leiomyoma. - lme/ proliferative early secretory endometrium. -unremarkable endocervical and ectocervical mucosa. - unremarkable uterine serosa. - unremarkable bilateral fallopian tubes and fimbriated ends. Reported lot number (a26168) is not a valid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: pfs received. New events: headaches, tumors, blood/heart disorder were added. Updated outcome of event dysmenorrhea, hair loss, migraine, weight gain from unknown to recovered / resolved. Lab data was updated. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and small intestine adenocarcinoma ('tumor / teratoma / cancer type: ileum adenocarcinoma') in a (B)(6)-year-old female patient who had essure (batch no. A26168) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr had a hard time implanting the second one and had to open a new kit because he lost the first one". The patient's medical history included blood loss anemia. Gyn us. Indication: menorrhagia. Comments: there are two anterior fibroids that may have submucous component: 4.01 x 3.61 cm and 2.75 x 2.53 cm. Normal ovaries. Left ovary has a corpus luteum - 1.91 x 1.92 cm. Small amount of free fluid in the cui de sac. Concurrent conditions included ovarian cyst, swelling, colonoscopy, mammogram, micturition urgency and submucous leiomyoma of uterus. Concomitant products included iron from 2015 to 2018 and levothyroxine sodium (levoxyl) since 2003 to july 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/loss (specify which one) : weight gain"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) ¿ uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6) 2016, the patient experienced pruritus ("allergic or hypersensitivity reaction type: itchy skin"). In (B)(6) 2016, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2019, the patient was found to have small intestine adenocarcinoma (seriousness criterion medically significant), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), fatigue ("fatigue") and abdominal pain upper ("stomach pain "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, urinary tract infection, fatigue and migraine had resolved and the small intestine adenocarcinoma, uterine pain, menorrhagia, pruritus, depression, bladder disorder, urinary tract disorder, anaemia, dysmenorrhoea, alopecia, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anaemia, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pruritus, small intestine adenocarcinoma, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2013, (B)(6) 2013. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.8 kgs. Hysterosalpingogram - in (B)(6) 2013: result- total bilateral occlusion fallopian tubes were blocked all good. That it was in place and that my fallopian tubes had scarred completely allowing nothing to pass through. Pathology test - on (B)(6) 2018: uterus/ cervix/ bilateral fallopian tubes. Leiomyoma, lme/ proliferative early secretory endometrium. Unremarkable endocervical and ectocervical mucosa. Unremarkable uterine serosa. Unremarkable bilateral fallopian tubes and fimbriated ends. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs+mr received. Lot number received. Event injury was updated and new events: abnormal bleeding(vaginal, menorrhagia), allergic or hypersensitivity reaction type: itchy skin,infection (bladder/ urinary tract/vaginal) ¿ uti, psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, blood or heart disorder/condition type: anemia, dysmenorrhea (cramping), fatigue, hair loss, migraines / headaches, pain, removal of fallopian tumor / tetratomic / cancer type: ileum adenocarcinoma, weight gain, device insertion difficult were added. Concomitant conditions and drugs added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and small intestine adenocarcinoma ('tumor / teratoma / cancer type: ileum adenocarcinoma') in a 50-year-old female patient who had essure (batch no. A26168-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "dr had a hard time implanting the second one and had to open a new kit because he lost the first one". The patient's medical history included blood loss anemia. Gyn us indication: menorrhagia comments: there are two anterior fibroids that may have submucous component: 4.01 x 3.61 cm and 2.75 x 2.53 cm. Normal ovaries. Left ovary has a corpus luteum - 1.91 x 1.92 cm. Small amount of free fluid in the cui de sac. Concurrent conditions included ovarian cyst, local swelling, colonoscopy, mammogram, micturition urgency and submucous leiomyoma of uterus. Concomitant products included iron from 2015 to 2018 and levothyroxine sodium (levoxyl) since 2003 to (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain/loss (specify which one) : weight gain"). In (B)(6)2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) ¿ uti"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6)2015, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"). In (B)(6)2016, the patient experienced pruritus allergic ("allergic or hypersensitivity reaction type: itchy skin"). In (B)(6)2016, the patient experienced alopecia ("hair loss") and migraine ("migraines / headaches"). In (B)(6)2017, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6)2019, the patient was found to have small intestine adenocarcinoma (seriousness criterion medically significant), 6 years 8 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain"), fatigue ("fatigue") and abdominal pain upper ("stomach pain "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, urinary tract infection, fatigue and migraine had resolved and the small intestine adenocarcinoma, uterine pain, menorrhagia, pruritus allergic, depression, bladder disorder, urinary tract disorder, anaemia, dysmenorrhoea, alopecia, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, anaemia, bladder disorder, depression, dysmenorrhoea, fatigue, menorrhagia, migraine, pruritus allergic, small intestine adenocarcinoma, urinary tract disorder, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6)2013, (B)(6)2013. Current weight 188 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.8 kgs. Hysterosalpingogram - in (B)(6)2013: result- total bilateral occlusion fallopian tubes were blocked all good that it was in place and that my fallopian tubes had scarred completely allowing nothing to pass through.. Pathology test - on (B)(6)2018: uterus/ cervix/ bilateral fallopian tubes. Leiomyoma, lme/ proliferative early secretory endometrium. Unremarkable endocervical and ectocervical mucosa. Unremarkable uterine serosa. Unremarkable bilateral fallopian tubes and fimbriated ends.. Reported lot number (a26168) is not a valid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.